Event description:
Customer inquired on warranty of insulin pump due to problems with pump. Customer states he believes insulin pump is not delivering correct dosage. Customer also reports of having problems priming, motor issues and cracks on insulin pump. Customer was not able to troubleshoot due to being at work, customer was advised to call back to troubleshoot insulin pump. Customer's blood glucose was unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.